Event description:
It was reported that during testing conducted at the user facility that the irrigation wheel was not working. There was no patient involvement, no delay, no medical intervention and no adverse consequences.

Manufacturer narrative:
This follow-up report is being submitted due to the investigation being completed.

Event description:
It was reported that during testing conducted at the user facility that the irrigation wheel was not working. There was no patient involvement, no delay, no medical intervention and no adverse consequences.